Event description:
The patient reported that his pump delivered baclofen for pain spasms (concentration and dose not reported); it stopped working 4-5 months ago; and he almost died. No patient symptoms were reported. The patient said the pump was replaced. The hcp reported that the patient had been receiving bupivicaine (30 mg/ml); morphine (1 mg/ml); clonidine (1000 mcg/ml); and compounded baclofen (3500 mcg/ml) at a daily rate dose of 500 mcg/day. The pump had volume discrepancies at a refill visit, so the patient was referred to a neurosurgeon who determined the pump needed to be replaced. See MFR's report number: 6000030200703507. During the catheter study in 2007, while performing a side port injection the neurosurgeon reported that the patient may have received a bolus of medication that was still in the catheter. About 15-30 mins after the test, while the patient was under observation, the patient was difficult to arouse, sleepy, dizzy, and couldn't feel his legs. The patient was also noted to have low blood pressure at the time. He was subsequently admitted to the hospital where further testing revealed lower extremity clots; no pulmonary embolism. The patient was started on coumadin and was discharged the following month. The patient returned for pump replacement surgery three days later.